Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the distal end of the orange plastic section. Thermal damage was not observed. There was no missing material observed. As a result of the full break, functional testing for motion related issues cannot be performed. Additional related observation found that the instrument had a dislodged proximal clevis. The dislodged proximal clevis was attached to the tube extension. Further, the instrument was found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. The probable root cause of dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. Correction: h10 updated to include MFR report number: 2955842-2025-47065.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the mcs distal end is at an unusual angle, and the mcs tip cover has moved distally. There appeared to be filaments from a broken cable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer wanted to straightened the tip of the 8mm monopolar curved scissors (mcs) instrument but couldn't. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-nov-2025: the mcs instrument was not bent at the beginning of the procedure. The surgeon could not straighten the mcs. The mcs tip cover accessory slid off/moved as a result of the failure. There were no signs of arcing, sparking or thermal damage as a result of the failure. No material detached/broken off from the portion of the device that enters the patient. The mcs instrument was removed together with the cannula. The port incision was not increased, and no additional port was opened as a result.